Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.